Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that, the pt complained about the pump making "chugging" noises over the past month. The pt has had poor filling of the vad consistently and has a history of driveline infection which was initially treated with IV antibiotics and then oral antibiotics were taken for the duration of pump support. Vent filter analysis showed fluid ingress. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The pt developed right heart failure and pulmonary congestion necessitating an rvad in addition to the lvad. The explanted device was returned to the MFR, and is currently being analyzed. No further info is available at this time.